Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system was having repeated recoverable faults 23072. A review of live logs on artemis showed repeated 23072 error on set up joint (suj) 1 axis 1. Power cycling and moving suj1 to different locations did not resolve the issue. Customer powered the patient side cart (psc) in standalone mode and moved suj1 axis 1 through its full range of motion, but error 23072 persisted. The procedure was aborted post anesthesia. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports had not yet been placed in the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the setup joint (suj) 1 proximal harness to resolve the 23072 error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis, as the affected part is a field scrap item is will not be returned to isi for destructive analysis. The complaint was confirmed based on the results of the investigation.